Manufacturer narrative:
D3: MFR. Establishment name updated. H3: the device was received for evaluation. Lot history review could not be performed as no lot number was provided. Visual inspection identified a tear on the breathing bag surface near the ridge of the black bushing. Functional testing was not performed due to the visible damage; however, the reported leakage was confirmed based on the observed tear. The root cause could not be determined. No repair was performed.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was an air leak/bag rupture. The event occurred before patient use/during priming at facility.